Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5065240) in united states on 17-oct-2016. On (B)(6) 2005 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted in 2005 after her third premature delivery implanted. From the first month, the consumer complained repeatedly about pain and they did not feel right. She was assured essure were in place and were doing their job. She was told the cramping was due to her essure and there was nothing abnormal. Four years later, she discovered that she was pregnant. She was told then that one implant was missing and the other was now embedded in the side of her uterus. She lost her daughter at (B)(6) she weighed (B)(6) and lived thirty two minutes (child case (B)(4)). She had her tubes tied because she can not carry to term and now she needs a hysterectomy hospitalization and life threatening were mentioned but not specified and/or assigned to one of the events. No follow up is possible due to unavailable reporter contact information. Follow up information was received on 31-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and discovered she was pregnant four years later. She was told one implant was missing and the other was embedded in the side of her uterus. She lost her daughter at (B)(6); she weighed (B)(6) and lived thirty two minutes. At that time, she was planning to have a hysterectomy. She mentioned that she had a history of three preterm labours before essure placement. The events, seen as device embedment, device dislocation, pregnancy and premature labour are anticipated according to reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation or occur with time as a result of uterine perforation, mainly during insertion. The micro-inserts can also embed into uterine or fallopian tube walls. Therefore, given their nature per se, device dislocation and device embedment are assessed as related to essure use. Besides, unintended pregnancies may occur during any contraceptive use and premature labor and preterm delivery, have been reported in pregnancies with essure. Although, in this case, the consumer's medical history of repeated premature labours could be an alternative explanation for preterm delivery, a contributory role of essure use cannot be totally excluded. Thus, causal relationship between these events and essure use cannot be excluded either. Since medical interventions were required to deal with premature labour and hysterectomy will be probably performed, this case is regarded as incident. Technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with reported medical events or lack of efficacy cannot be totally excluded. Further information cannot be obtained due to lack of contact details.